Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized several times over the last few months due to low blood glucose levels. He did not always feel his low blood glucose levels. When the customer manually stopped the basal, the insulin pump no longer vibrated to remind him that the insulin pump was still suspended. The insulin pump did not always alert the customer of a low reservoir. The battery life was diminished and the insulin pump was louder when it was rewinding. Customer's blood glucose level was not reported. The device was not returned.